Event description:
It was reported that when the device was used during an vats procedure. The first firing went smoothly. The device was reloaded and cut, but did not form all of the staples properly. On the third reload the stapler after firing, released the cartridge into the patient when the stapler was opened and the staple line again was not completely formed. Pictures are included. The scrub nurse may not have reloaded cartridges properly. The patient was admitted overnight and had air leak. The leak healed two days post-op.